Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following parts were forwarded to service and repair with a complaint stating that the forceps were loose and the universal chuck would not tighten. Reduction forceps, part 398.40, lot t119332, mfg 10-aug-2015. Reduction forceps, part 398.41, lot 4405406, serial (B)(4), mfg 09-apr-2002. Reduction forceps, part 398.41, lot t938398, mfg. 5-jul-2009. Small universal chuck with t-handle, part 393.105, lot 3058627, mfg 22-dec-2008. The repair technician reported that the teeth of the forceps were worn and the jaws of the chuck were immobile however the complaint was only able to be confirmed for part 398.41 lot 4405406 forceps and the 393.105 universal chuck. The reaming forceps were functionally tested and held when considerable force was applied. As the complaint for the two forceps are unconfirmed, an occurrence rate determinations and design and clinical risk management review is not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Subject device has been received . Device history records review was conducted. The report indicates that the: manufacturing date: 05-aug-2015, part # 398.40 / t119332, review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 27-jul-2015. No ncrs were generated during production. Service and repair evaluation were attempted. The report indicates that: no service history review can be performed as part number 398.40 with lot number t119332 is a lot/batch controlled item. The manufacture date of this item is 10-aug-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Please launch a device history record review (DHR). Service and repair evaluation were conducted. The report indicates that the customer reported the item would not stay clamped. The repair technician reported the teeth were worn. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported that two reduction forceps with points broad-ratchet will not stay clamped, one reduction forceps with point narrow-ratchet 132mm will not stay clamped and one small universal chuck with t-handle will not tighten. This was found during inspecting of set. No patient or surgical involvement. No other information provided. This complaint involves three devices. This report is 3 of 3 for (B)(4).